Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03feb2021.

Event description:
The customer reported the ventilator alarmed light emitting diode (led) failure when powering on the unit. There was no patient involvement. The customer spoke with a remote service engineer (rse) and confirmed the device error log showed an alarm led failure power on self test. The rse advised the customer to replace the power switch overlay.

Manufacturer narrative:
G4:04feb2021. B4:05feb2021. The customer replaced the power switch overlay and the issue was resolved. A similar evaluation was performed it was determined that the primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy or trace causing opened and intermitted trace continuity to the led (light emitting diode). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.